Event description:
The customer reported that the handpiece runs in reverse by itself. There was no reported patient involvement and no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece involved in the reported event was evaluated. During the evaluation, the technician found that the motor contacts and ground pin of the connector were corroded. Components were replaced and preventative maintenance was performed on the handpiece. The handpiece has since been returned to the customer.